Event description:
Reporter alleges the pt states her implants have always been hard (i.e. 1972) and in the last 3 years she complains of right medial pain which is worsening to the point that it wakes her at night. Reporter also alleges the pt's mammogram changes each year with no history of trauma but breasts are larger (right greater than left). Reporter also alleges the pt suffers from arthralgias (morning stiffness), myalgias, swelling, arthritis, fatigue, cold-feeling, tmjd, dizziness, memory loss, hair loss, weight gain, bloating, genitourinary disturbances and rupture.